Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-08266. The patient received the scs system on (B)(6) 2011. It was reported that the pt was unable to move the legs after the implant. The pt's family was unsatisfied with the physician and requested the scs system to be explanted. The entire system was removed and discarded by the user facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.